Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 402mg/dl. Customer's blood glucose value was not known at the time of the call. Customer reported that the high blood glucose levels began on the morning of (B)(6) 2017, after changed his infusion set after getting one with blood at site and one bent after insertion. Customer declined to troubleshoot for high readings. Customer stated that high blood glucose was treated with bolus using last infusion set and infusion pump. The product was not returned for analysis.